Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 410 mg/dl. The customer was treated for high blood glucose with syringe. The customer stated that air bubbles is in reservoir. The customer stated that air bubbles can be seen 1 to 6 hours after filling. The customer stated insulin exits tubing and pump is operating as designed. The customer was asked verbally and in written form to return broken for analysis.